Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-june-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a healthcare professional (hcp) observed both deep and superficial infections in a patient following use of the pec repair button. The hcp reported that the infections were managed with lavage (washout) and administration of antibiotics. The hcp assessed the event as probably not related to the device.